Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Confirmed imaging system check-out performed successfully on 05/25/2016. Lock-out keyswitch of the image acquisition system (ias), located on the rear connection panel. Two cables on the keyswitch are loose, after fixing the screws the imaging system was working correctly. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that the site's imaging system was closing the software incorrectly while it was moving. It was reported that it was not possible to perform an x-ray as there were two loose connections to the keyswitch. Two wires were loose. The keyswitch was repaired with screws. These screws were not tightened, it was possible to pull out of the keyswitch. Correcting the screws on the keyswitch resolved the reported issue. System checkout performed successfully. No further details were provided. There was no patient present when this issue was identified.